Manufacturer narrative:
Pump was received with blank display due to moisture damaged on lcd board. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have moisture under display screen due to having insulin pump in bathroom during shower. Customer's blood glucose was 117 mg/dl. Customer was advised that insulin pump would need to be replaced.